Event description:
It was reported that the lead exhibited high thresholds, causing the patient to go asystolic.

Manufacturer narrative:
No medwatch form was received. Competitor.

Event description:
It was reported that lia (lead integrity alert) triggered due to oversensing. T-wave oversensing reported and r-wave sensing of 3.4 mv. The lead was removed and replaced. No patient complications have been reported as a result of this event.